Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had occlusion in the reservoir. The customer¿s blood glucose level was 150 mg/dl at the time of incident. The customer stated that during filling the reservoir and put the plunger back on the reservoir, it would not squirt out insulin. It was reported that they had changed the tubing and the reservoir still would not push insulin through the tubing with the plunger. It was reported that they had second occurrence of the reservoir occlusion. The insulin pump will be returned for analysis.